Event description:
A customer reported experiencing ongoing issues with a malfunction 16 error, even after updating to the latest software. There was no reported impact to the customer¿s blood glucose level. The customer requested coordination for a replacement pump to resolve the problem.